Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.